Event description:
The hcp reported a motor stall that has been occurring for 5 days post magnetic resonance imaging (MRI). The patient claims he has had an increase in pain since the MRI, but the hcp stated that the patient has other medical issues occurring, so it would be difficult to know if the symptoms are from the stalled pump. The pump was refilled and the expected and residual amounts matched; however, the flow rate is only 0.126ml/day. The hcp performed an alarm test and the alarm functioned as expected. The patient stated he has not heard the alarm since the MRI. The patient had a prior MRI and the pump stalled and recovered as expected. The hcp is considering troubleshooting options. Additional information has been requested, but was not available at the time of this report.